Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre operatively, during loading of the stitch, the needle detached from the thread. A new suture was used to complete the case. There was no patient involvement.